Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During the procedure, when the placed device was pulled out, the internal bolster detached inside the patient. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with the securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be with no problem.

Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was found to be separated from the device and the bolster was not returned for analysis. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during removal from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During the procedure, when the placed device was pulled out, the internal bolster detached inside the patient. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with the securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be with no problem.